Event description:
It was reported that the pump was in use on a male pt who underwent CABG and mvr. The iab was inserted transthoracically since the physician was unable to insert it fermorally. There was difficulty encountered with the pump's timing and triggering. The timing was automatically changing from early to late inflation. The pt expired and the physician indicated that the timing problem with the pump may have contributed to the pt's death.

Event description:
It was reported that the pump was in use on a patient who underwent CABG and mitral valve replacement. The iab was inserted transthoracially, since the physician was unable to insert it femorally. There was difficulty encountered with the pump's timing and triggering. The timing was automatically changing from early to late inflation. The patient expired and the physician indicated that the timing problem with the pump may have contributed to the patient's death.